Event description:
The customer contacted baxter' technical service center regarding a leak, which occurred on the homechoice (hc) during use, during dwell 2 of 3. The home patient (hp) stated that she woke up in dwell 2 of 3 with the heater bag disconnected from the heater line and solution all over the floor. There were no alarms and the baxter technical service representative (tsr) had the hp end therapy on the hc. They advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air. The hp ended therapy on the hc and called the rn. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she completed therapy successfully the next day with new supplies. She just ended therapy that day she had the issue with the line coming undone. She had not connected the heater line to the heater bag properly. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.